Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side deflation and exchange of textured devices due to patient's concern with product.

Event description:
Healthcare professional reported left side deflation and exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and yellow particles on the shell. Leak test and microscopic analysis was performed which identified partial delamination of the valve (adhesive failure), one opening sharp on the valve bond edge, wear abrasion, and broken striated on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening, partial delamination of the valve (adhesive failure) and a striated broken on the plug strap assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation and exchange of textured devices due to patient's concern with product. Device has been explanted.